Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) with mild tortuosity and mild calcification. Predilatation of the lesion was performed consecutively using three different sizes of balloon catheters. During deployment of the 3.5 mm x 28 mm xience xpedition rx drug eluting stent at 9 atmospheres an edge dissection occurred. Another xience xpedition stent was used to cover the dissection. There was no reported significant delay in the procedure. No additional information was provided.